Event description:
It was reported that the device therapy had been programmed off two years ago as the patient got a left ventricular assist device (lvad) and did not need the pulse generator. Later, the device would not complete a software/firmware update from a programmer. It was suspected this was due to a depleted battery via proximity to the lvad's magnets. The device was explanted and a new device was implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Detailed analysis the device historical data confirmed a large amount of magnet applications had occurred. The lab confirmed the battery depletion was due to magnet application from the patient's lvad system.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the device therapy had been programmed off two years ago as the patient got a left ventricular assist device (lvad) and did not need the pulse generator. Later, the device would not complete a software/firmware update from a programmer. It was suspected this was due to a depleted battery via proximity to the lvad's magnets. The device was explanted and a new device was implanted. There were no additional adverse patient effects.